Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial impactor was broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: concomitant medical products. Corrected: device evaluated by MFR. Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 258111000 sp2 tibial radel impactor. Examination of the submitted sp2 tibial radel impactor confirmed the device is broken along the initiation slot that connects with the universal handle. All pieces were not returned, however, there was no reported indication any pieces were in the patient. The flat of the impactor exhibits gouges, scratches and deformation indicating the impactor was not properly aligned prior to impaction of the tibial tray. The poor alignment creates stresses on the device during impaction that result in cracking or breaking. A complaint database search on the provided product code identified similar reports which were attributed to misuse through mis-alignment. The root cause is attributed to unintended misuse through mis-alignment of the impactor onto the tibial tray during impaction. Based on the root cause determination of unintended misuse, the need for corrective action was not indicated. Complaint trends will be monitored by post market surveillance through srp-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.